Manufacturer narrative:
Alarm lamp does not due to defective alarm lamp board. The faulty board replaced and software test was completed. Unit has passed all calibrations and tests, including an est. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: during annual maintenance, alarm led board failed in tsw 20.

Event description:
Hamilton medical ag received the following incident description: during annual maintenance, alarm led board failed in tsw 20.

Manufacturer narrative:
Alarm lamp does not due to defective alarm lamp board. The faulty board replaced and software test was completed . Unit has passed all calibrations and tests, including an est.